Manufacturer narrative:
(B)(4): the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
This customer reported that the device was rebooting and had a red x. There was no patient involvement.